Event description:
A vns treating nurse reported that they had a patient with redness at the generator pocket site, possible infection, on antibiotics and in hospital. No intervention at this time other than antibiotic treatment. No patient trauma or manipulation was reported prior to the event. No cultures have been taken. The patient's wound is not open or draining. No further information has been received at this time.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization of the generator prior to distribution.